Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor receptacle was broken off inside the trunk cable connector. The electrode belt was unable to complete essential performance testing. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor receptacle was broken off inside the trunk cable connector. The electrode belt was unable to complete essential performance testing. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.